Manufacturer narrative:
Investigation: bd has been provided with an affected sample for catalog 301947 lot 1809349 to investigate for this record. Visual inspection of the affected sample revealed a breakage of the syringe plunger. No defect was identified in the syringe tip. As a result, bd was able to verify the reported issue of broken plunger. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% of the syringes, rejecting automatically the syringes with broken parts like the plunger. Based on this fact, the reported nonconformance was produced due to some blockage in the primary packaging machine feeder. DHR showed no indication of the alleged defect.

Event description:
It was reported that bd¿ syringe with needle plunger was broken. This occurred on 7 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: after opening the unit package, it was found the end of plunger broken and tip will damaged with slightly force.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with needle plunger was broken. This occurred on 7 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: after opening the unit package, it was found the end of plunger broken and tip will damaged with slightly force.